Event description:
It was reported that patient presented to catheter laboratory for device change out procedure and for new right ventricle (rv) lead. The rv lead threshold had increased over time. The physician elected to cap the rv lead on (B)(6) 2025 and a new lead was implanted successfully. No patient condition was reported.